Event description:
International affiliate reports plate was removed due to loosening. Also removed were four cancellous bone screws, catalog number 46-4196 (section d10; concomitant medical products). It is unclear if the loosening has been attributed to the plate or any or all of the bone screws.